Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the image was intermittent. A visual inspection showed the camera head has been used in the field. The device was shipped to the customer 05/10/2013. The device manufacturing history record indicates no reported discrepancies. The results of the investigation performed indicated that the returned camera control unit failed due to a faulty spb pc board. The device was in use for 29 months. The event did not involve a product problem indicating non-conformity, adverse trend, or unanticipated hazard. Smith & nephew will continue to monitor. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a knee arthroscopy procedure it was reported that there was a faulty camera head connector. It was plugged in prior to the case and the image was intermittent and would not recognize the camera head correctly. Additional information indicated that this was noticed during the surgery; the patient was on the table being operated on and under anesthesia. The camera system was being used when it started reverting back to color bars and then coming back intermittently and the system would have to be re-white balanced every time it came back from the color bar mode. The procedure was cancelled but not the surgery. It went from an endoscopic procedure to an open procedure because there was not a back-up.